Event description:
It was reported that a patient underwent liposuction and subdermal coagulation with renuvion and subsequently was left with scars to the abdominal area. Subsequently, a group of scars were excised by the performing surgeon. However, there was no report of device malfunction. It has not been determined if the scars were caused or contributed by the apyx medical device. Due to the limited information provided, the cause of this event cannot be determined at this time. Therefore, this event will be reported conservatively as the patient has developed scars post procedure involving the apyx medical device